Event description:
My daughter uses the one touch ultra test strips. In the span of two minutes, her blood glucose reading stated that her blood sugar went from 92 to 472 to 179. Her entire month supply of strips were defective and have caused her to have severely high readings and was treated for high blood sugars when her blood sugar was not high.